Manufacturer narrative:
Patient¿s identifier, date of birth/age and weight are unknown. Date of postoperative screw breakage is unknown. Additional device product code: hrs date of original implant is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery took place on (B)(6) 2018 after the patient presented pain in the wrist following an unknown procedure. X-rays were taken and revealed broken screws and loss of reduction. The surgeon removed the four broken screws, an unknown quantity of locking screws (not broken) and the 2.4 va-lcp two column plate and replaced them with a competitor¿s product (hand innovations). No fragments were generated from the broken screws. The revision surgery was completed successfully with no delays and no harm to the patient. Concomitant devices reported: 2.4mm ti va-lcp 2-clmn vlr (part 04.111.631, lot unknown, qty 1), unknown locking screws (part unknown, lot unknown, qty unknown). This is report 1 of 4 for complaint (B)(4).